Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station 4000 mini matrix drawers opening more than 1 at a time. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that multiple mini pockets in anesthesia or2 were opening simultaneously when they shouldn't. A field service engineer (fse) verified with the customer that accessing medication in mini pocket 1.1 caused pocket 1.2 to open, and accessing pocket 1.3 caused pocket 1.4 to open. The fse checked the hardware test application and found no issues, suspecting a software problem. Technical support specialist was contacted to escalate the issue. The fse unloaded the medication from the second pocket, pended it at the console, and reloaded/assigned it back at the station to resolve the issue. The system functioned as intended after the issue was resolved.